Event description:
The reporter stated that the device was returned to the biomed dept with a note stating that the pump was under delivering/not delivering accurately. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The customer's comments cannot be verified. The device passed flow tests without problems or alarms and was within spec. It was noted that the tamper sticker was void. The position potentiometer was replaced for preventive reasons. Also replaced was a cracked slide housing and worn clamp gear. The clutch spring, spring end clamp and potentiometer clamp were updated. The pump passed all functional and delivery tests.